Manufacturer narrative:
It was reported via the (B)(4) study that approximately two months post enterprise vrd assisted coil embolization of an unruptured left posterior communicating artery aneurysm the patient developed a left middle cerebral artery infarction with right sided weakness. It was reported that the cause of the event was considered to be vrd thrombosis; relationship to the device highly probable. Angiograms/diagnostic imaging were performed during the event; however, there is no information as to whether thrombus was confirmed to be present at the site or whether the stent was patent. Clopidogrel sulfate, ozagrel sodium, edaravone and cilostazol were administrated with resolution 16 days post treatment. The (B)(6) patient's medical history included stroke. (B)(6) was 0 pre-procedure and one week post procedure and was 2 one month post procedure. The saccular aneurysm had a 5.0mm neck with a neck to sac ratio of 5.0mm to 14.5mm. The proximal vessel diameter was 5.0mm and distal diameter was 4.2mm which is greater than the upper limit recommended parent vessel size of 4.0mm as outlined in the IFU. As outlined the unconstrained stent diameter is 4.5mm. At index procedure the act was 114 seconds pre-anticoagulation. Heparin 3000 units was given intraprocedurally and 388 seconds post anticoagulation. There was no thrombus present at baseline. The enterprise vrd fully was fully expanded and appose to the vessel wall with no thrombus after the stent and coiling procedure was completed. A total of 30 coils were placed with no coil protrusion. The occlusion rate of the aneurysm was 100% after the procedure. Antiplatelet therapy included aspirin 100mg/day and clopidogrel 75mg/day beginning at unknown start date and ongoing. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01423721. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction and stent thrombosis are known potential adverse events associated with the use of the enterprise vrd and delivery system in the intracranial arteries. Based on the available information, although no definitive conclusion can be made, use in a vessel greater than recommended diameter is a possible contributing factor. With review of the reporting information and the device history records there is no indication of any device design or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
The report from a clinical study (B)(4) for patient with ID (B)(4) indicated that during a coil embolization procedure assisted with an enterprise vrd (enc452212 /01423721) of the target aneurysm in the left posterior communicating artery, and two months after the implant the patient developed cerebral infarction in the left middle cerebral artery as well as weakness on right side of the body. Clopidogrel sulfate, ozagrel sodium, edaravone and cilostazol were administrated. The event outcome was resolved after two weeks of onset. The physician's comment indicated that the cause of the event was considered to be vrd thrombosis, therefore the relationship of both events to enterprise were highly probable. Angiograms or diagnostic imaging was performed during the event, but no information was available confirming the thrombus. After placement, the enterprise was fully expanded, apposed to the vessel wall and in a stable position. Prior or during the procedure, no thrombus was noted at the site. After the stent and coiling procedure was completed, no thrombus or other issues were noted at the site. After the initial placement, the enterprise was fully expanded and apposed to the vessel wall.

Manufacturer narrative:
The occlusion rate of aneurysms was 100% after the procedure. Products used consisted of launcher guide catheter (medtronic), prowler select plus microcatheter (606-s255x /lot# unknown, excelsior sl-10 microcatheter (boston scientific), traxcess guidewire (terumo), presidio 10 x 5 (micrus), and v-track hydrocoil 10 x 15 (terumo). No coil was protruding into the parent artery. Medications consisted of aspirin 100mg/day start date unknown ongoing as of (B)(6) 2011, clopidogrel sulfate 75mg/day: start date unknown ongoing as of (B)(6) 2011, and heparin 3000u: (B)(6) 2011 (during the procedure). The saccular unruptured aneurysm neck was 5.0mm and the neck to sac ration was 5.0x14.5mm, and the parent vessel size/diameter proximally was 5.0mm and distally was 4.2mm. The patient's medical history consisted of stroke and coil embolization for left icpc aneurysm. A cd copy of the procedure was not available. No additional information was available. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.